Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp), fiber optic connector was broken. There was no patient involvement.

Manufacturer narrative:
Updated fields- b4, d9, g3, g6, h2, h3 , h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and replaced the fiber-optic sensor extension cable assy, other than the physical damage, unit fully functional. All functional and safety test were performed.